Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. The customer¿s blood glucose was 130 mg/dl. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. Customer reported that the insulin pump error occurred 6 times already. Customer reports that they received another insulin pump error. Customer reports they were able to clear the alarm. Customer states they are able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.